Event description:
It is reported by or personnel of the hospital, that the torx-screwdriver was overdrilled at the top during screw was in the dome hole plug. A replacement was available to perform the surgery.

Manufacturer narrative:
An event regarding a deformed hexalobular screwdriver tip from a trident driver was reported. The event was confirmed. It is not believed the failure was related to patient factors. Method & results: -device evaluation and results: the device was returned in used condition. The hexalobular drive feature of the device is heavily damaged. The lobes of the feature are deformed; the appearance is consistent with application of excessive torque the clockwise direction. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found there have been no other events for the manufacturing lot. Conclusions: the root cause was determined to be application of excessive force by the user. There is no indication that this event was related to manufacturing factors.

Event description:
Clarification of event via attached email received 9/17/2014: the screwdriver tip did sheer off in the screw head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.